Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph only showed the product clamped in the mechanical device with part of the product label and the lot information. The reported condition was not verified. The cause of the damage/leak could not be determined, however the most likely cause could be due to a crack in the housing nearby the welding zone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after two hours of treatment with an ultrafilter u9000, the patient experienced a muscle spasm and the patient¿s blood pressure was 89/44 mmhg. The patient was given 200 ml of saline and 40mll of 50% glucose intravenously. After treatment the patient¿s weight "was1kg more ultrafiltration than expected". According to the reporter, a leak was observed from ultrafilter u9000. No additional information is available.